Event description:
It was reported that the patient was in the emergency room (ER) with shortness of breath. A check on the right ventricular (rv) lead shows intermittent t-wave oversensing (twos) seen on stored electrograms. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: evolutpro-29-us transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.